Event description:
Jackson table was used to position a pt in the prone position. The pt was log rolled from the bed to the jackson table. The chest support broke on both ends and the pt was without upper chest support for 10 seconds. The pt was placed back on the bed, awakened from general anesthesia and checked. No injury was noted at that time. Surgery was cancelled.